Manufacturer narrative:
The case states that there was an electrical short in the incoming power module of a medivators dsd-edge automated endoscope reprocessor. The power inlet and the power cord arced, burned and created smoke. Possible cause was water dripping from lid behind machine which made contact with the plug. Medivators fse reports: electrical short in the incoming power module of the dsd edge. The power inlet and the power cord suffered and arc, causing extensive damage to the units, necessitating the need to replace. The ensuing arc damaged the control cables to the leak tester and to all four flow sensors. The fse noted metal particles and melted plastic blown into the back of the front doors. This was a situation of an arc. The fse noted fluid dripping down from the back of the lid. He felt the cause was the way the customer set the lid on the hinge which is not in accordance with the user manual. The drip diverter did not completely work when lids are set in this position. There is limited evidence to the actual cause of this incident. The dsd edge machine has been returned for further evaluation by medivators tech service department. Evaluation is still in process. There were no reported injuries, no need to evacuate and no delay in patient treatment reported as a result of this incident. Detailed information on this complaint is documented within medivators complaint system. It will continue to be monitored as the investigation process continues.

Event description:
Electrical short in the incoming power module on a medivators dsd edge machine. The power inlet and the power cord arced and burned leaving smoke residue on the cord and inside cabinet wall of the machine. There were no reported injuries or evacuation.